Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and lymphoma ("lymphoma") in an adult female patient who had essure (batch no. 678816) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify - not underwent". The patient's past medical history included hypertension in (B)(6) 2012, hypersensitivity and cancer. Previously administered products included for lupus: plaquenil; for an unreported indication: prednisone and metoprolol. Concurrent conditions included postmenopausal bleeding, uterine fibroid, uterine adhesions, chemotherapy, le syndrome since 2008, anemia since (B)(6) 2017, hypercholesterolemia since (B)(6) 2017, hyperlipidemia since (B)(6) 2017, lymphoid tissue hyperplasia since (B)(6) 2011 and herpes labialis since (B)(6) 2012. Concomitant products included vitamins for fatigue as well as triamcinolone. In (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010, the patient experienced abdominal pain upper ("stomach pain") and alopecia ("hair loss/hair thinning"). In 2010, the patient experienced migraine ("migraines / headaches"), headache ("migraines / headaches") and gastrooesophageal reflux disease ("gastrointestinal or digestive system condition type: reflux"). In 2011, the patient experienced fungal infection ("infection (bladder/urinary tract/vaginal) type: yeast"), nausea ("nausea"), tooth disorder ("dental problems") and fatigue ("fatigue / tired / no energy"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), lymphoma (seriousness criterion medically significant), weight increased ("weight gain"), dizziness ("dizziness"), nasopharyngitis ("cold"), visual impairment ("vision/eye problems type: vision gotten worse"), hernia ("hernia"), gallbladder disorder ("gastrointestinal or digestive system condition type:gallbladder") and asthenia ("no energy"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy on (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, lymphoma, weight increased, dizziness, nasopharyngitis, fungal infection, migraine, headache, nausea, tooth disorder, visual impairment, fatigue, gastrooesophageal reflux disease, hernia, alopecia, gallbladder disorder and asthenia outcome was unknown and the abdominal pain upper had resolved. The reporter considered abdominal pain upper, alopecia, asthenia, dizziness, fatigue, fungal infection, gallbladder disorder, gastrooesophageal reflux disease, headache, hernia, lymphoma, migraine, nasopharyngitis, nausea, pelvic pain, tooth disorder, visual impairment and weight increased to be related to essure. The reporter commented: discripancy noted in essure insertion date: (B)(6) 2009 & (B)(6) 2010. Removal date: (B)(6) 2014 & (B)(6) 2015. Diagnostic results: (B)(6) 2015: impression-large uterus with multiple fibroids. (B)(6) 2015:transabdominal and transvaginal pelvic ultrasound findings- the uterus is enlarged in size measuring 14.2 x 6.8 x 6 em. Multiple circular heterogeneous structures are seen throughout the myometrium consistent with fibroids. The largest fibroid is in the posterior myometrium measuring 4.1 x 2.5 em. A posterior lower uterine body fibroid which appears sub serosal measures 2.9 x 2.5 cm. The second largest fibroid seen in the anterior myometrium measuring 3.6 x 3 cm. Multiple other smaller fibroids are suspected but not well visualized. The endometrial stripe is not well visualized. The ovaries not visualized on this examination. The urinary bladder is unremarkable. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-oct-2018: plaintiff fact sheet received: she did not undergo essure confirmation test. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure (batch no. 678816) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included hypertension and hypersensitivity. Previously administered products included for lupus: plaquenil; for an unreported indication: prednisone and metoprolol. Concurrent conditions included postmenopausal bleeding, uterine fibroid and uterine adhesions. In (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010, the patient experienced abdominal pain upper ("stomach pain") and alopecia ("hair loss/hair thinning"). In 2010, the patient experienced migraine ("migraines / headaches"), headache ("migraines / headaches") and gastrooesophageal reflux disease ("gastrointestinal or digestive system condition type: reflux"). In 2011, the patient experienced fungal infection ("infection (bladder/urinary tract/vaginal) type: yeast"), nausea ("nausea") and tooth disorder ("dental problems"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), weight increased ("weight gain"), dizziness ("dizziness"), nasopharyngitis ("cold"), visual impairment ("vision/eye problems type: vision gotten worse"), fatigue ("fatigue / tired"), hernia ("hernia"), lymphoma ("lymphoma"), gallbladder disorder ("gastrointestinal or digestive system condition type:gallbladder") and asthenia ("no energy"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, weight increased, dizziness, nasopharyngitis, fungal infection, migraine, headache, nausea, tooth disorder, visual impairment, fatigue, gastrooesophageal reflux disease, hernia, alopecia, lymphoma, gallbladder disorder and asthenia outcome was unknown and the abdominal pain upper had resolved. The reporter considered abdominal pain upper, alopecia, asthenia, dizziness, fatigue, fungal infection, gallbladder disorder, gastrooesophageal reflux disease, headache, hernia, lymphoma, migraine, nasopharyngitis, nausea, pelvic pain, tooth disorder, visual impairment and weight increased to be related to essure. The reporter commented: discripancy noted in essure insertion date: (B)(6) 2010. Removal date: (B)(6) 2015. Diagnostic results: (B)(6) 2015: impression-large uterus with multiple fibroids as described above. No visualization of the ovaries. I, physician w wolfe have personally reviewed the images and agree with the resident's interpretation and all modifications listed above. (B)(6) 2015:transabdominal and transvaginal pelvic ultrasoundfindings- the uterus is enlarged in size measuring 14.2 x 6.8 x 6 em. Multiple circular heterogeneous structures are seen throughout the myometrium consistent with fibroids. The largest fibroid is in the posterior myometrium measuring 4.1 x 2.5 em. A posterior lower uterine body fibroid which appears sub serosal measures 2.9 x 2.5 cm. The second largest fibroid seen in the anterior myometrium measuring 3.6 x 3 cm. Multiple other smaller fibroids are suspected but not well visualized. The endometrial stripe is not well visualized. The ovaries not visualized on this examination. The urinary bladder is unremarkable most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received. Events weight gain, dizziness, cold, yeast, migraines / headaches, nausea , dental problems, stomach pain, vision gotten worse, fatigue, reflux, hair loss, lymhoma, no energy, gallbladder disorder are added. Lot number & lab data updated. Concomitant & historical drugs & conditions are added. Product, patient & reporter information updated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure (batch no. 678816) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included hypertension and hypersensitivity. Previously administered products included for lupus: plaquenil; for an unreported indication: prednisone and metoprolol. Concurrent conditions included postmenopausal bleeding, uterine fibroid and uterine adhesions. In june 2009, the patient had essure inserted. In april 2010, the patient experienced abdominal pain upper ("stomach pain") and alopecia ("hair loss/hair thinning"). In 2010, the patient experienced migraine ("migraines / headaches"), headache ("migraines / headaches") and gastrooesophageal reflux disease ("gastrointestinal or digestive system condition type: reflux"). In 2011, the patient experienced fungal infection ("infection (bladder/urinary tract/vaginal) type: yeast"), nausea ("nausea") and tooth disorder ("dental problems"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), weight increased ("weight gain"), dizziness ("dizziness"), nasopharyngitis ("cold"), visual impairment ("vision/eye problems type: vision gotten worse"), fatigue ("fatigue / tired"), hernia ("hernia"), lymphoma ("lymphoma"), gallbladder disorder ("gastrointestinal or digestive system condition type:gallbladder") and asthenia ("no energy"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, weight increased, dizziness, nasopharyngitis, fungal infection, migraine, headache, nausea, tooth disorder, visual impairment, fatigue, gastrooesophageal reflux disease, hernia, alopecia, lymphoma, gallbladder disorder and asthenia outcome was unknown and the abdominal pain upper had resolved. The reporter considered abdominal pain upper, alopecia, asthenia, dizziness, fatigue, fungal infection, gallbladder disorder, gastrooesophageal reflux disease, headache, hernia, lymphoma, migraine, nasopharyngitis, nausea, pelvic pain, tooth disorder, visual impairment and weight increased to be related to essure. The reporter commented: discripancy noted in essure insertion date: jun-2009 & (B)(6) 2010. Removal date: jun-2014 & (B)(6) 2015. Diagnostic results: (B)(6) 2015: impression-large uterus with multiple fibroids as described above. No visualization of the ovaries. I, physician w wolfe have personally reviewed the images and agree with the resident's interpretation and all modifications listed above. 12-mar-2015:transabdominal and transvaginal pelvic ultrasoundfindings- the uterus is enlarged in size measuring 14.2 x 6.8 x 6 em. Multiple circular heterogeneous structures are seen throughout the myometrium consistent with fibroids. The largest fibroid is in the posterior myometrium measuring 4.1 x 2.5 em. A posterior lower uterine body fibroid which appears sub serosal measures 2.9 x 2.5 cm. The second largest fibroid seen in the anterior myometrium measuring 3.6 x 3 cm. Multiple other smaller fibroids are suspected but not well visualized. The endometrial stripe is not well visualized. The ovaries not visualized on this examination. The urinary bladder is unremarkable quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 10-aug-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (plaintiff underwent surgery to remove the essure.). Essure was removed in (B)(6) 2014. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.